Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. The patient stated she had cancelled treatment due to an unknown alarm. The patient's cycler was replaced and the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leaks occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and pending delivery of the replacement cycler, thus no treatments were missed. The pd rn indicated a replacement cycler was delivered and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Fifteen minute self-test / treatment was performed and completed without any failures or problems. An accelerated stress test (ast) was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. The patient stated she had cancelled treatment due to an unknown alarm. The patient's cycler was replaced and the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leaks occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and pending delivery of the replacement cycler, thus no treatments were missed. The pd rn indicated a replacement cycler was delivered and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.